Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the training that the patient received on the programmer was ¿very minimal.¿ it was noted that the patient did not think that her device was adjusted correctly. The patient said that she was supposed to cut down on the pain medication, which she was. It was further noted that the device did not relieve 50 percent of her pain like it was supposed to. The reporter stated that she ¿nearly got electrocuted one night.¿ it was noted that the patient¿s husband stated that he was only able to control the amplitude. It was further noted that during the trial he was able to control the amplitude, rate, and pulse width. It was further noted that the patient felt the pulses in her legs but the pain was still there. It was further noted that when the patient was put on group c she about ¿gave birth.¿ it was further noted that the amount of shock that the patient was ¿insane.¿